Event description:
Pmi received an "in-process event summary" from cpi on 5/8/1998 but it did not give a description of the event. Pmi received another "in-process event summary" from cpi on 6/8/1998 which did give a description of the event: cpi received info that this lead was capped and removed from service due to a lead fracture. A cpi bipolar endocardial lead was implanted. Product will not be returned for evaluation.